Manufacturer narrative:
Concomitant product UDI for lgx reconnect is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning due to fluid loss. During revision surgery, the physician found that the reservoir was empty and identified a break in the tubing distal to the reservoir. The cylinders and pump were inspected and found to be intact. The reservoir was removed and replaced. There were no patient complications reported.